Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow up. Episode of rv oversensing that resulted in inappropriate antitachycardia pacing delivery. Review of the egm revealed noise. The noise was not reproducible with isometrics. The lead was capped and replaced. Patient was doing well post-procedure with no complications.